Event description:
The hosp reported that the vh-1111 eye piece was loose. This was discovered before going into a procedure. The hosp did not report any pt effects as their was no pt involvement. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. Sent to schoelly on 08/25/2010 - complaint not confirmed. No defect in material or function. Device shows signs of normal wear and tear. Internal file number - (B)(4).